Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter split. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: customer called to state that there are 2 boxes that they are using to start the IV the angio portion is splitting as they are pushing in. It is splitting when it goes into the patient.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 5058302. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No new information.